Event description:
Caller states patient reportedly received result of 491 mg/dl on the inform system and result of 148 mg/dl on lab value within 10 minutes. The patient received unknown treatment based on lab result. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device, and replacement was sent.